Manufacturer narrative:
G4: 11sep2020. B4: 28sep2020 . The bench repair field service engineer (fse) replaced the speaker assembly to address the reported issue. The rear bezel was also replaced to address the cracks found during evaluation. After this repair the unit was confirmed to fully meet specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13nov2020 b4: (B)(6) 2021 the speaker assembly was returned for investigation. During debugging, the primary alarm found the copper braided wires solder joint through to the other end of the copper braided solder joint was measured and found an opening. The open break is inside the black glue and coils. The electrical open in the speaker created the primary alarm failure. No further testing is required on the speaker assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01sep2020. B4: 04sep2020. The unit was not in use on a patient at the time the reported issue was discovered. It was reported that the issue was discovered during pre-use check of the unit. It was reported that there was no delay in therapy as a result of this event. The device was not placed on a patient after discovering the issue. Bench repair reviewed the unit and confirmed the reported issue of primary alarm error. The fse recommended the replacement of the speaker assembly. During evaluation, cracks on top of the rear bezel were also noted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer reported that the system is down, giving a primary event alarm failure. The manufacturer's field service engineer (fse) performed remote troubleshooting. The customer requested bench repair. There was no patient involvement.